Event description:
It was reported that a weld on the bed was broken. No adverse consequence alleged.

Manufacturer narrative:
Actuator box and cover. Investigation determined that the box and cover were bent inhibiting the manual CPR release from functioning properly.